Manufacturer narrative:
Pump passed the self test, pump was unable to complete rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test due to error 38 unable to rewind. Unit successfully downloaded with thus. However, the downloaded history confirmed the pump alarmed pump error 53 on (B)(6) 2022 13:49:39.000 with (B)(6) and pump error 38 hex 25 on (B)(6) 2022 13:48:00.000 with (B)(6). The electronic assemblies were inspected and no anomalies noted. Error 38 isolated to the motor. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case battery tube, cracked battery tube threads, and pillowing keypad overlay. Confirmed customer complaint of pump having alarmed pump error 53 in downloaded history due to software fault. Confirmed customer complaint of pump error 38 as it was found in the pump history and occurred during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error. Troubleshooting was performed and it was found customer received pump error 38 and pump error 53. The customer was able to clear the alarm and was unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The pump will be returned for analysis.